Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had ripped and bubbled dso seal. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal was separating from the chassis. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.